Event description:
Patient reported experiencing elevated blood glucose level for 3 days. Patient stated her blood glucose level went as high as 390 mg/dl. Patient's normal blood glucose level was not provided. Patient reported she went to the diabetes counselor on friday. Patient stated the counselor thinks the infusion device does not deliver enough insulin. Patient reported the counselor corrected her blood glucose level via pen and syringe. No information was provided regarding whether patient would have been able to self-treat. Patient stated her blood glucose level in normal range. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Case has been affiliate accepted. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The daily total (daily basal rate and boluses) were between 20.3 iu and 37.1 iu. The daily basal rate was delivered. Boluses were programmed and delivered. The problem mentioned by the customer could not be reproduced.